Event description:
It was reported that an asahi chikai 008 guide wire was used with a magic 1.2fr microcatehter (balt extrusion) during a procedure to treat arteriovenous malformation (avm) in the middle to proximal segment of the moderately calcified and tortuous posterior cerebral artery. As the subject chikai 008 guide wire got stuck in the concomitant microcatheter, the microcatheter was pulled back, when the distal segment of the subject chikai 008 guide wire was detached. The wire fragment was removed with the microatheter under aspiration using an unspecified vacuum-assisted closure (vac) device. It was informed that the procedure was continued and completed successfully. It was informed that there were no adverse patient health effects, and the patient was discharged already.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The reported chikai 008 guide wire was returned together with the distal wire fragment for investigation. The returned chikai 008 guide wire was found with its outer coil fractured at the proximal solder (set at 90mm from the wire tip to fix the outer coil onto the core wire). The shaft of the chikai 008 guide wire was found curved at approximately 20-40mm proximal to the proximal solder. The core wire of the chikai 008 guide wire was found fractured at approximately 65mm distal to the proximal solder. The ball tip was confirmed intact at the very distal end of the wire fragment, while the outer coil was found proximally elongated for approximately 3mm from approximately 100mm from the wire tip and fractured. Observation by microscope and scanning electron microscope (sem) found that the fracture end of the outer coil on the proximal side was necked. Observation by microscope and sem found that the fracture end of the core wire on the proximal side had traces of twisting on the shaft and a concentric-circle pattern on the relatively flat fracture surface, indicating that accumulated torsion had caused the fracture. Observation by microscope and sem found that the fracture end of the outer coil on the distal side was necked, just as observed on the proximal side. The elongated proximal outer coil of the wire fragment was removed for observation of the fracture end of the core wire on the distal side. The core wire was found fractured proximal to the mid solder (set at 25mm from the wire tip to fix the outer coil onto the core wire). Observation by microscope and sem found traces of twisting on the shaft and a concentric-circle pattern on the relatively flat fracture surface, just as observed on the proximal side, indicating that accumulated torsion had caused the fracture. These findings revealed that the outer coil of the returned chikai 008 guide wire was fractured distal to the proximal solder, while the core wire was fractured just proximal to the mid solder. However, measurement of the distal wire fragment and matched fracture surfaces on the distal and proximal sides of the wire segments showed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the shaft lumen of the concomitantly used microcatheter might have been temporarily reduced in size due to anatomical conditions, increasing resistance with the subject chikai 008 guide wire and causing the two devices to get stuck to each other. As removal attempts were made, torsional stress and tensional stress could be locally applied to the distal segment of the chikai 008 guide wire. Consequently, the core wire was fractured proximal to the mid solder, the outer coil was elongated and fractured at the proximal solder, and the distal segment of the guide wire was detached. Although it was concluded that the reported event was not attributed to the product quality, it was concluded that the event was reportable as removal of the wire fragment by using the vac device was an additional treatment and therefore a health hazard. In addition, possibility of a fragment left in situ could not be completely ruled out should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or press this guide wire with enough force to feel resistance. Pressing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the tip of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position. Otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. - if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. It may be damaged including separation or the like, which may injure the blood vessel or leave fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (up to 720degrees) in the same direction. [Malfunction and adverse effects] breakage or bending of the guide wire damage such as separation difficulty in removal.